Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the filled cartridge during the load cartridge step. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): visual inspection revealed moisture damage visible through the display lens. The pump failed leak testing with a display lens leak. The pump powered on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the black box shows loss of cartridge detection occurred. An ezprime operation was performed and during the load step the pump did not recognize the cartridge and all the fluid was pushed out. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. Investigation revealed contamination around the force sensor spoke shim and moisture damage on various internal parts of the pump. Unrelated to the complaint, evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.